Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error likely due to tensioning the shortening suture strands out of line with the bone socket. This may break the strands and impair the ability to fully seat the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/04/2025, a sales representative via phone, that (2) ar-1588rtt-ib fibertag tightrope ii with internalbrace, the button came out of the tunnel, and while cinching down to tighten the button, the sutures broke. This occurred during a procedure on (B)(6) 2025. All fragments were retrieved from the patient. The patient had a good bone quality, and typical graft prep was followed. This event resulted in a 30-minute delay, and it is unknown if additional anesthesia was administered. The case was completed using a third ar-1588rtt2-ib fibertag tightrope ii with internalbrace. There was no harm to the patient.